Event description:
It was reported through the stryker facebook page, "I had surgery on both knees twice on the right knee but it still hurts all the time" this pi is for the patient's left knee.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.